Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via email that she was hospitalized twice for diabetic ketoacidosis last year. A voicemail was left for the customer but no further details have been provided regarding the hospitalizations. The customer suggested in her email that the insulin pump was not the cause of the hospitalizations; she stated that if the device was the cause of her diabetic ketoacidosis then she would have contacted medtronic. No products were returned or replaced.